Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 31-year-old female patient who had essure (batch no. C91141-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included sinusitis, pelvic infection and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure. On (B)(6) 2017, the patient experienced bacterial infection ("bladder/ urinary tract/vaginal): bacterial"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (essure removal procedure,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bacterial infection and abdominal pain lower had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, bacterial infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: bilateral tubes with essure implants, salpingectomy -fallopian tubes with intact essure contraceptive devices and a para tubal cyst.. Concerning the injuries reported in this case the following events were confirmed via patients medical record :pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a (B)(6) female patient who had essure (batch no. C91141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included sinusitis, pelvic infection and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure. On (B)(6)2017, the patient experienced bacterial infection ("bladder/ urinary tract/vaginal): bacterial"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (essure removal procedure,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bacterial infection and abdominal pain lower had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, bacterial infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: bilateral tubes with essure implants, salpingectomy. Fallopian tubes with intact essure contraceptive devices and a para tubal cyst. Concerning the injuries reported in this case the following events were confirmed via patients medical record pelvic pain. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received : following events were added : abnormal bleeding (vaginal, menorrhagia), bacterial vaginal infection,pelvic pain, pain lower abdomen, plaintiff did not undergo essure confirmation test. Lot number added.reporter information added. Concomitant conditions added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.